Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a reverse mode switch due to intermittent right atrial loss of capture. The electrogram (egm) did not show ventricular pauses greater than two seconds, though. Boston scientific technical services (ts) discussed the episode markers in detail. No adverse patient effects were reported. The device remains in service. Additional information confirmed dislodgement of the right atrial lead. A boston scientific company representative initially suspected dislodgement from the stored egms which was then confirmed during follow up. The lead could not be repositioned due to poor electrical measurements. Thus, the lead was explanted and replaced with a competitor's product. The lead was discarded at the facility and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.